Manufacturer narrative:
(B)(4).

Event description:
It was further reported that angiography was performed which led to the discovery of thrombosis. A non-bsc stent was deployed in the mid left anterior descending (lad) artery and another promus stent was deployed in the diagonal branch. The intervention was successful and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 3.50 x 32 mm promus premier¿ drug-eluting stent was deployed into the lesion; however, thrombosis developed despite administration of heparin anticoagulant. No further patient complications were reported.